Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Customer reported an elevated blood glucose level of 400 (mg/dl) and administered an insulin injection to stabilize bg level. Customer has been removed from the pump and is currently on manual injections. Customer will change their cartridge to try to resolve fill estimate issue and resume insulin delivery.